Event description:
The sales representative reported on behalf of the customer that the device, aes-90sn, aes-90sn probe assy,suct,sin, was being used during a rotator cuff repair, labrum repair, remplissage procedure on (B)(6) 2024 when it was reported, ¿the probe was reporting unusually high temperatures both inside and outside the joint space before even having pressed any button to use. Additionally, the probe was performing the coagulation/ablation features on it's own outside the joint space without the user pressing anything.". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment confirmed auto-activation of the device. The procedure was completed with another same device with only the time to open the device and set up as a delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, aes-90sn, aes-90sn probe assy,suct,sin, was being used during a rotator cuff repair, labrum repair, remplissage procedure on (B)(6) 2024 when it was reported, ¿the probe was reporting unusually high temperatures both inside and outside the joint space before even having pressed any button to use. Additionally, the probe was performing the coagulation/ablation features on it's own outside the joint space without the user pressing anything." There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment confirmed auto-activation of the device. The procedure was completed with another same device with only the time to open the device and set up as a delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history review (DHR) cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 6 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. We will continue to monitor for trends through the complaint system to assure patient safety.